Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio2: 1.4, protime: 2.4, lab: 2.4. Customer has had the inratio2 meter for about two weeks.

Manufacturer narrative:
Investigation pending.